Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had check valve malfunction the following information was received by the initial reporter with the following verbatim. It was reported by customer that happens with all medications, secondary goes up into primary in ¿2.5 seconds¿, potential for clinicians not seeing it/not reporting it. Not as bad as it was. They have done tons of in services, some have reportedly been due to human error.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, material, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.